Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case completed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. Block a4: no information available. Block d4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.